Manufacturer narrative:
The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed on 03/11/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales representative via phone that during a shoulder repair procedure the sales rep's 5.5 healix advance knotless anchor peek first kite was loaded and then while loading the second kite, the surgeon used too many sutures and cracked the anchor. The sales rep stated this occurred outside the patient with no fragments created therefore nothing fell into the patient cavity. The case was completed with another like-anchor with no patient harm or delay. The anchor was discarded by the customer.